Event description:
Revision surgery because of a stiff knee. In an email attachment from ms. (B)(4) on 06/09/2011 regarding case (B)(4), mr. (B)(6) ((B)(6) hospital) reported of a second patient in 2007/2008 with the similar symptoms as in the actual case (B)(4).

Manufacturer narrative:
The batch documentation review included the quality inspection reports did not reveal deviations in the production process. The implant corresponds with our specifications. No similar complaints were reported for the corresponding charge. Depending on the reason for the pitting and marking on the polyethylene plateau, mentioned in the surgery report during the revision of the link endo-model rotational knee, it might be in connection with the described stiff knee joint. If a foreign body gets into the rotating mechanism a restricted movement might be the outcome. Based on the data available a conclusive root cause for the restricted movement of the rotating mechanism could not be identified. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.